Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12841. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and watchman® laa closure device and delivery system were used. Air was recognized mid deployment of the closure device and the operator proceeded with deployment. The air was sealed off in the laa by the implanted closure device. There were no patient complications and the patient is fine. It was believed the air entered the access system when the pigtail catheter was removed; the air was advanced into the laa on wet to wet insertion of the delivery system into the access system.